Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had an ischemic stroke on (B)(6) 2018. The patient had presented to the emergency room (ER) 6 days prior with assault to the head. The patient got in an argument and was hit over the back of the head and fell forward. The patient had left forehead contusion and laceration. At that time, on (B)(6) 2018, a CT head scan was negative and only revealed hematoma. The patient left against medical advice (ama). The patient returned to ER on (B)(6) 2018 with dizziness and headache. A CT scan was again negative. It was reported that the patient had been readmitted into the heart and vascular intensive care unit (ICU) for trauma to the head and right arm laceration with major bleeding. Post-surgery on (B)(6) 2018, the head CT scan was repeated due to confusion and mental status changes. The CT scan revealed new infarct that was a recent but likely not early acute, small left middle cerebral artery (mca) territory infarct involving the insular cortex and adjacent white matter as well as the subcortical white matter of the frontal operculum. There was no hemorrhagic transformation. It was reported that at time of trauma the patient was also intoxicated, which potentially obscured confusion and mental status changes. The patient was not on anticoagulants at the time of the event. The patient had prolonged hospitalization. The event was reported as ongoing.